Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the stuck trial drg lead was explanted. No additional information is available.

Event description:
It was reported that the patient's trial drg lead was unable to be explanted on (B)(6) 2021. Imaging revealed the lead had wrapped around itself and was stuck. The lead remained implanted. In turn, surgical intervention may take place at a later date to address the issue.